Manufacturer narrative:
(B)(4).

Event description:
It was reported that an open circuit condition was detected during shock delivery and the cardiac resynchronization therapy defibrillator (crt-d) displayed code 1005. The patient received multiple shocks and in some episodes the therapy was exhausted. The patient was hospitalized and had to be externally shocked to convert. The patient underwent revision of the right ventricular lead; it was capped/abandoned and a new rv lead was successfully implanted. The crt-d remains in service at this time. No additional adverse patient effects were reported.